Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) that the customer had problems with failure on switch of trauma recon system. The problem is with "stop" function performance through surgery process. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument. The device was received and is currently in the evaluation process. A review of device history records was performed and no complaint related issues were found during manufacturing that would contribute to this complaint. Placeholder.